Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for noise and increased short interval counts (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met. 8479 ventricular sic are recorded since implant. Lead integrity alert (lia) triggered on (B)(6) 2012 due to meeting the requirements for non-sustained tachycardia (nst) and ventricular sic. There are 5 "lead failure predictor", and 8 nst events of less than 220 ms v-v cycle recorded between (B)(6) 2012 and (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.